Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently miscalculated the amount of insulin needed, and delivered too much insulin, resulting in blood glucose (bg) level of 50 (mg/dl). Customer consumed carbohydrates to address bg. Additionally, it was reported that excess air bubbles were intermittently observed in syringe needle after removing air from cartridge and air bubbles were observed. Reportedly, the pump supplies were changed to address the issue.